Event description:
A report was received that the patient was experiencing loss of stimulation. It was stated that the paddle lead looked broken. The lead was explanted. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was stated that the paddle lead looked broken. The lead was explanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician confirmed that the small piece of silicone was taken out from the patient's body.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing loss of stimulation. It was stated that the paddle lead looked broken. The lead was explanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-8216-50 (sn (B)(4)) device evaluation indicated that the lead passed electrical and photographic imaging tests performed. The complaint was not verified. The impedance measurements of the system were within the expected range. The silicone material around e6 on the paddle was sliced out. It is likely a procedure damage, and it is not considered a failure. The small piece of silicone was not returned.